Manufacturer narrative:
UDI for dilator.

Event description:
It was reported that during the implantation of a spectra concealable penile prosthesis, a distal perforation occurred during dilation. Only one cylinder was placed and the second cylinder will be placed on a future date. No further patient complications were reported in relation with this event.